Event description:
It was reported that the ventilator generated several technical error codes indicating power error. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, occurrence of error codes indicating power error and turbine module communication error. The dc/dc & battery control board was replaced to resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Dc/dc & battery control printed circuit board includes routing of nebulizer signals to/from control printed circuit board, and ethernet/usb signals to the panel printed circuit board. A secondary temperature sensor on the dc/dc & battery control regulates the main fan and the o2 evacuation fan. Unfortunately, the defective part was not available for further analysis. The reported issues were confirmed in provided device's logs. The cause of the claimed issues in this customer product complaint has been determined. The reported issues were related to dc/dc & battery control board. Correction of #b5 describe event or problem, #e1 initial reporter event site email were required. B5 describe event or problem: previous b5 - it was reported that the ventilator generated several technical error codes indicating power error. Manufacturer's ref. #: (B)(4). Corrected b5 - it was reported that the ventilator generated several technical error codes indicating power error. There was no patient involvement. Manufacturer's ref. #: (B)(4). E1 initial reporter event site email: (B)(6).

Event description:
It was reported that the ventilator generated several technical error codes indicating power error. There was no patient involvement. Manufacturer's ref. #: (B)(4).